Manufacturer narrative:
Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it."

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to water. The customer contacted their healthcare provider to obtain alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.